Event description:
It was reported that after completion of a da vinci prostatectomy procedure, the prograsp forceps instrument seemed overly rotated during the procedure, but the procedure was completed without incident. After removing the instrument, scrub nurse noticed that the wires on the instrument were loose, and one side of the wire was broken/jutted out. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit and damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.